Event description:
Patient called to report the device and associated lead had been removed from service. Per rep, the patient complained of pocket pain and the implantation site was revised. During the revision procedure, the physician elected to replace this device. The device was retained by the hospital. There are no complaints associated with this device. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.